Event description:
The customer's wife reported that he was having difficulty installing his sensors. She stated that the sensors would cause so much bleeding that her husband was unable to use them. At the time of reporting the customer's blood glucose level was unknown. But, his wife stated that he'd been having daily low blood glucose levels ranging between 30mg/dl and 60mg/dl, but did not believe that the low levels were attributable to the insulin pump as they had been ongoing and present while using multiple pumps. She declined troubleshooting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.